Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms was confirmed via the submitted log file. The submitted log file contained approximately 3.5 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file captured low voltage hazard alarms due to a temporary loss of power while connected to the mpu on (B)(6) 2019 from 06:53:16 to 06:53:18. The backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. The controller was connected to the mpu several other times throughout the log file with no issues observed. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file. Additional information provided stated that the cause of the loss of power is unknown. It was stated that the patient has a locking ac power cord. The device history records also indicated that the mpu was shipped with a locking ac power cord. The mpu was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 1 months 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was impatient with shortness of breath and worsening heart failure symptoms. Upon lvad interrogation it was noted that the patient had a no external power event. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the mpu connection, the wall outlet or the house losing power. Additional information was requested but not provided.